Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that they had weight loss surgery on 16-dec and since then they have lost 30-40 pounds. The patient stated ¿"as soon as I lost some of the pounds, it seems like my pain pump is doing all kinds of things like flipping and moving around¿. The patient stated they also noticed that beginning on saturday, the ptm stopped connecting to the pump. Per the patient the bolus helps a great deal and the patient was not sure if it is due to inability to bolus or if the catheter is compromised, but the patient is in a lot more pain now. The patient was asking if a flipped pump would impact ptm connection. The patient stated they were talking to home health/refill nurse who told the patient they "had some patients where they lost weight and they had to have surgery" to secure pump in place, and the patient asked if they would have to do that. The patient also asked if catheter may be compromised if pump is flipped/moved and catheter considerations were reviewed. The patient confirmed inquiry resolved stating they just wanted to discuss general information and would follow up with the healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022, additional information was received from the healthcare professional (hcp). The actions / interventions taken to resolve the pump flipping was requested. The hcp stated that a follow up visit was scheduled to evaluate, however, a nurse was able to assist the patient at home by "reconnecting the battery allowing bolus device to correctly restart". In addition, a small dose increase was performed. The hcp reported the device was functioning "well without issue."